Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection did not reveal any anomalies. Bench analysis found that all low battery electrical tests met specifications. Functional testing did not reveal any anomalies. Conclusion: the reported intermittent failure found during service and repair of the device could not be confirmed.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the device failed functional testing for low battery due to the main printed circuit board (pcb) being out of electrical specification. (B)(4).